Event description:
The customer observed one patient with a falsely elevated tacrolimus result while using the architect tacrolimus assay. The results were generated as a pre-transplantation test. The customer provided the following information (ng/ml), the results were generated at 1, 2, 3, 4 and 8 hours after the patient received the tacrolimus: trough result 13.9, 1h: 53.4, 2h 40.0, 3h: 29.0, 4h: 25.7, 8h: 30.4. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The trend review and lot search identified normal complaint activity for the complaint issue. Accuracy testing was completed using retained kits of reagent lot 29268m500. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and found to be adequate. A product deficiency was not identified for this issue. In addition, there is not enough information to suggest a malfunction occurred as the issue occurred for a single patient and limited troubleshooting was performed. No additional product issues were identified.